Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on their visera pro xenon light source could not be lit during preparation for a hysteroscopy procedure. According to the initial reporter, the intended procedure was completed using a similar device with no delay or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the lamp did not light up, and it was determined to have been caused by the faulty power supply unit. Olympus will continue to monitor field performance for this device.